Event description:
It was reported that the ilet bionic pancreas stopped receiving glucose readings from a paired dexcom g7 sensor while the dexcom app continued to display data, and readings resumed during the call, consistent with a brief, intermittent communication issue involving the antenna/electromagnetic components. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed an interoperability problem between the ilet and the dexcom g7 characterized by intermittent communication failure, with the affected device component identified as the antenna within the electrical and magnetic domain. It was concluded, based on previously established findings for similar reports, that the cause was traced to component failure.